Manufacturer narrative:
Patient date of birth is not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient with femoral pseudoarthrosis (distal), was being treated. During the treatment procedure, while drilling the distal block, the drill bit hit a nail and the tip of the drill bit broke. The surgery was not delayed and was completed successfully. Reported concomitant devices: nail ( part: unknown, lot: unknown, quantity: 1), aiming device (part: unknown, lot: unknown, quantity: unknown). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).